Event description:
The following was reported to hamilton medical ag: te 232002, te233001, te233004. Self test failed. Autozero , pressure, flow sensor and exp valve test failed. No patient involvement. Hamilton medical ag addition: te 232002 (pvent_monitor defect) and te 233001 (pvent_monitor autozero failed) leads to selftest failed. Device cannot be used for ventilation.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).